Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device worked for a little bit and then went "haywire" for 3 to 4 patients where there was a defect with the boxes.